Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). After investigation, the device module run time was created by company employees. This device meets the criteria per 1601-011-000 out-of-box failure processing document # 10000053419 for restocking back to finished goods warehouse. (B)(4). Observations: left side iui not functioning. Right side iui function ok. Conclusion: confirmed customer complaint, though only left side iui not functioning. Motor control board tc1006234 warped due to incorrect installation. Iui issue caused by to assembly error! Motor control board was sitting on top of pemnuts preventing correct iui contact. Production supervisors should correct this problem as it has become a repeatable issue. Root cause: assembly of the pcb. Rework: replace tc1006235 due to warp board. Route to service for normal process. (B)(4). No physical issues found on motor control board. No need for replacement. (B)(4). Correction: on part numbers stated on previous report. Rework: replace tc10006234 motor control pcb due to warp board. Thank you.